Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of coloration change and intravascular application are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of coloration change and intravascular application as follows: contra-indications: "do not inject into the blood vessels (intravascular)." Undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: staining or discolouration of the injection site."

Event description:
Healthcare professional reported patient developed a "coloration change on glabella" after application of unspecified "hyaluronic acid." The probable cause of the event is reported as "intravascular application." The patient was treated with hyaluronidase. Symptoms are ongoing.